Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, at 2.271 volts. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that the patient with this device experienced syncope as a result of no pacing. An ambulance arrived and an escape rhythm of 30 bpm was obtained. Upon interrogation at the hospital, two error codes were noted. As the device was suspected to have premature battery depletion, the patient was sent immediately to receive an external pacemaker. The following day during device changeout, an interrogation confirmed the device was in a safety mode operation; additionally, the technician confirmed that tachy therapy had at some point, been programmed "off". Reprogramming was able to be completed due to the safety mode condition: the device was then successfully replaced. No additional adverse patient effects were reported. The field representative also confirmed that an unremarkable follow-up, had been completed approximately two months prior to the syncopal event. The explanted device is intended to be returned for a post-market analysis.